Event description:
A distributor in (B)(6) reported that four rt132 infant breathing circuit kits were missing a pressure line connector. This was observed during an inward goods inspection, prior to pt use.

Manufacturer narrative:
(B)(4). Lot dates and corresponding device manufacture dates of the complaint devices: 100305 -3/5/10 (2 devices), 100306 -3/6/10, 100311 -3/11/10. Method: the devices were not returned to the MFR for inspection. The investigation is based on the event description and a photograph provided by the customer. Results: the investigation confirmed that only one adapter was assembled onto the pressure line of the breathing circuit. The said pressure line should have two adapters, one at each end. Lot check revealed no other complaints of this nature for the lot numbers 100305, 100306, and 100311. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that one of the pressure line adaptors was omitted during the assembly process. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the packing station. The missing adaptors were noticed during the inwards goods inspection by the distributor. The distributor/MFR reprocesses and repackages this product before selling it to the end user. (B)(4).